Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing blood glucose levels of 550 mg/dl with trace ketones. The customer reported the suspected cause was either due to an issue with the infusion set or due to the customer forgetting to bolus. The customer administered manual injections. Tandem technical support advised the customer to consult with the healthcare provider.